Event description:
It was reported that the sensitivity of the external pulse generator (epg) is out of specification when tested; the atrial sense levels seem to be just outside of 25% specification. It was also reported the doctor believes that the device may have paced unnecessarily sometimes. The device was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis could not confirm the reported event; device passed all incoming functional tests.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.